Manufacturer narrative:
The root cause of the product damage hole in catheter was not determined as the product was not returned and insufficient clinical details provided. H10 narrative inadvertently cannula kink on manufacturer device report 1220648-2025-28426-1. H6 medical device problem code 2889 was erroneously entered on the initial manufacturer device report number 1220648-2025-28426. H6 type of investigation 4111 and 4114 and investigation findings 4248 were erroneously entered on the initial manufacturer device report number 1220648-2025-28426-1.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that upon insertion of the impella catheter through the 14 french sheath blood was seen spewing through the catheter outside of the body as if the catheter was pierced. The catheter was replaced and the patient survived.

Manufacturer narrative:
Product damage (cannula kink): the root cause of the product damage(cannula kink issue was a catheter kink as the product was not returned and insufficient clinical details provided. Access site bleeding: the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided.